Manufacturer narrative:
Suspect lens discarded.

Event description:
On (B)(6) 2021 a patients (pt) parent in (B)(6) called to report a pt was diagnosed with an os corneal ulcer while wearing the acuvue¿ oasys¿ brand contact lenses (cls). The pt experienced os discomfort and redness since (B)(6) 2021 which became worse now. The pt went to an eye care provider (ecp) on (B)(6) 2021 and was diagnosed with the os corneal ulcer. The ecp prescribed vigamox every 2 hours until (B)(6) 2021 and the pt was advised to see a corneal specialist. On (B)(6) 2021, the pt saw a cornea specialist and was prescribed an additional medication, florati q6h to use until (B)(6) 2021. The pt has a return appointment scheduled on (B)(6) 2021. The parent reports daily cls wear with a 15-day cls replacement schedule. On 23sep2021 additional medical information was provided by the pts parent. The pt experienced a lot of os pain and photophobia upon removal of the suspect cls. The vigamox was prescribed every 3 hours on (B)(6)2021. The vigamox was prescribed every 2 hours on (B)(6) 2021 (follow-up visit) to continue until the upcoming pts appointment on (B)(6) 2021. The location of the os corneal ulcer was unknown. The pts os feels a lot better now. On 23sep2021 additional information was received via email. Prescription dated (B)(6) 2021 for vigamox 1 drop every 3 hours os; hylocomod 1 drop every 3 hours. Prescription dated (B)(6) 2021 for vigamox 1 drop every 2 hours os; florate 1 drop every 6 hours os. Prescription dated (B)(6) 2021, excuse for day of consult and pt is excused through (B)(6) 2021. Referral note for corneal specialist. On 01oct2021 additional information was provided. An ecp note dated (B)(6) 2021 revealed the pt is a cls wearer. The pt presented with an episode of corneal ulcer in the os treated with vigamox and florate. Improvement of symptoms, closed ulcer at the moment, evolved with paracentral punctate opacity outside the visual axis. At this time the pt is only using lubricating drops. The pt is released to return to cls wear. On 01oct2021 the pts parent provided additional information. The ecp did approve the pt to return to cls wear, but the pt has not yet stated to wear cls. The ecp advised that the eye is healed, but not completely. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l004jrs was produced under normal conditions. The suspect os lens was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.